Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not available for return.

Event description:
It was reported that patient's left hip was revised due to dislocation. Surgeon reported that the patient has no abductors, and dislocation occurred due to her non-compliance with post-operative instructions regarding types of allowable activity - there are no allegations against the stryker devices implanted. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.